Manufacturer narrative:
Product ID 37601 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that they went to the hospital a week prior to this report because the patient was going down-hill rapidly for no apparent reason. It was a local hospital, not where their deep brain stimulation (dbs) physician practices, so it was a matter of days before anyone checked the ins. Their ins was reportedly extremely low or dead. The friend/family member thought it was just one of the patient¿s inss, but wasn¿t sure. The patient had been in the hospital for 9 days at the time of this report. The replacement was originally scheduled for the day of this report, but was moved to (B)(6) which they thought was ¿completely ludicrous¿ to have to wait until then for a replacement. It was stated they thought it was related to some mix-up with a manufacturer representative. A manufacturer representative (rep) later confirmed that the patient¿s ins was at elective replacement indicator (eri) at 3.56v on june 27. The rep was not able to be at the replacement on june 30, so the physician chose to reschedule for july 8 as it was determined the patient would not lose therapy based on their therapeutic settings. No further complications were reported.